Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported by the rep that on friday of last week, there was an adverse event which occurred with a medtronic device breaking and lodging in a pulmonary vein. I was present during the case to support the intracardiac echography catheter (ice). The product used was the acunav ice catheter. The physician clearly stated our ice catheter did not play a role in the adverse event as it was the medtronic device that broke and lodged into the pulmonary vein. Reported by (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event, provide a complete rewrite of the event description, update the device brand name, correct the manufacturer's city, provide the device serial number and the device expiration date, update the device available for evaluation, update the initial reporter section, update the report source, correct the date received by manufacturer, provide the PMA/510(k) number, correct the device evaluated by manufacturer, provide the device manufacturing date, update the labeled for single use. The device referenced in this report was not returned for evaluation.

Event description:
It was reported that during an unspecified procedure, the acunav intracardiac echocardiography (ice) catheter was used in conjunction with a medtronic device. During the procedure, the medtronic device broke off. The broken piece became lodged in the patient's pulmonary vein. It is unknown whether the broken piece was retrieved; but the physician stated that the ice catheter did not play a role in the reported phenomenon. There was no patient injury reported. No additional information was provided.